Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined bare wires were showing below the strain relief and the motor was erratic. The plug harness assembly, motor, eccentric shaft, end cap, strain relief, needle bearing, reciprocating arm, vespel bearing, and semi-circle bearings were replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
This device was returned only for yearly pm. The evaluation of the device revealed that metal wires were exposed. No adverse events were reported as a result of this malfunction.